Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The events was reported by a customer from USA: "(B)(6) a nurse stated that she has 3 sapphire pumps that she will send in for repair, she only provides 1 sn (B)(4) software version unknown. All have pumps reads different alarms air in line, distal occlusion and upstream occlusion. She mentioned that on other patients these pumps work well but most of the patients the pumps keep alarming after just 2 to 4 hours of used. There was patient involvement but no human harm and there was delay in therapy but not critical. After the repair send it back to the address above ship attention to bill biomed. No other information provided. Delay in therapy: yes. Need for medical intervention: no. Patient involvement: yes. Death / serious injury: no. Human harm: no."